Event description:
A pt had a laparoscopic cholecystectomy on 3/4/93 for chronic cholecystitis with cholelithiasis. She had multiple omental and large bowel adhesions. There was some spillage of bile into the periotoneal cavity, which was lavaged and suctioned. In order to further drain this area (and prevent complications) a drain was left in place. The drain was collecting significant amounts of fluid so it was left in place when the pt was discharged. Later in an office visit the drain was removed. On 3/1/93 the pt was admitted to the hosp with complaints of abdominal pain centered in the area of the splenic flexure, and usually followed a meal. The family thought the pt was depressed over a recent death of a daughter saying she just sat around alot and was not moving around enough. She would sit quietly and occasionally complain of severe pain. On readmission she was diagnosed with pyelonephritis and treated with cefobid. She did not improve so stronger antibiotics were added and reglan was started. Upper gi and small bowel studies were done. Colonoscopy and abdominal ultrasound were performed to identify the cause of the pain. Small abnormalities were found but nothing that could explain the severity of the pain. Eventually her uti cleared and she felt better and was dismissed. At some time after this the pt again experienced pain and the family took her to hosp. The surgeon there did an exploratory laparotomy and discovered a large quantity of bile in the abdominal cavity. The ligi clips had slipped off the bile duct. Dr does not know when the slippage occurred. It could have occurred when he pulled out the drain, but it is probable that the clips came off right after procedure. Dr says the clips need a better more secure closure, like a safety pin clasp. He feels the product design needs to be improved. This is a common complication in those cases where there is post-op bile leakage. Dr will talk to co svc about a possible improved product to correct this problem.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: a device from same lot was evaluated, visual examination. Results of evaluation: design - human factors. Conclusion: none or unknown, other. Certainty of device as cause of or contributor to event: maybe. Corrective actions: other. The device was destroyed/disposed of.